Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor resistor. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test alarm due to due to prime alarm. The insulin pump was received with normal operating currents and error test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 200mg/dl. Advised customer to discontinue the use of the insulin pump. During the seating the force sensor did not detect the reservoir. Advised customer that the device will be replaced.